Manufacturer narrative:
D9- percutaneous lead only returned. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in clinic for a follow-up, when they were connected to the power module the heartmate ii pump rebooted. Motor stopped, low battery hazard, low flow hazard, and low speed hazard alarms were seen. The patient was connected to battery support and the issue resolved. Log file analysis showed a short to shield issue that first occurred on (B)(6) 2025. A driveline analysis and repair was performed on (B)(6) 2025. Visual inspection of the driveline noted significant rescue tape applied up to 4" from the exit site. The silastic and bionate layers were removed and the copper shielding was oxidized and broke down easily. The driveline was swapped without issue.

Event description:
It was additionally reported that the patient was not affected by the pump stop and there were no further pump stops reported. There was no defect found in the portion of the driveline that was replaced. It was later reported that an ungrounded cable was requested and delivered to the patient. The patient remained on battery or ungrounded power cable supply. No log files were downloaded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: contact information was not available. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline could not confirm an issue that would have contributed to the reported pump stop and low speed events. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2025. Approximately 17¿ of the external portion/distal end of the driveline was returned. The controller connector appeared unremarkable. In the condition it was received, an electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The outer jacket of the driveline, bionate, and metal shielding were removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Following the driveline repair, the patient was placed on an ungrounded patient cable. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. Incidental findings: multiple layers of tape were observed covering a majority of the length of the returned driveline. Removal of the tape and plastic revealed multiple areas of damage to the outer jacket. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.